Event description:
The contact stated, the customer was unable to get a test result from the meter. As a result, the customer was unaware that his blood glucose was low and had to seek medical attention. No other info was provided about the event. The customer was able to get a blood test result, while troubleshooting. Since the customer did not have control solution with him, the customer will be contacted to finish troubleshooting. No product will be returned at this time.